Event description:
The patient underwent a procedure for a trial scs system on (B)(6) 2013. On (B)(6) 2013, the patient complained of bilateral leg weakness. The patient met with the physician on (B)(6) 2013 who indicated the patient showed signs of potential right lower extremity weakness. The patient was able to ambulate with an assisted device, which is her normal mode of ambulation. The patient's trial lead was removed and a MRI was performed. The MRI was negative for hematoma.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.